Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer was advised to leave the pump plugged in for at least 30 consecutive minutes till the pump began charging. The customer was also told to monitor the situation and call back if the problem persisted. The customer understood and acknowledged the guidance provided.